Event description:
A customer stated that when they used excel off brand reagent strips their glucometer elite system would "act up". The customer stated that the system would not beep when a specimen was applied to a sensor, funny signals and very low results. Erratic system behavior could result in a serious clinical situation. While on the phone an evaluation of the system was conducted. Electronic checks were satisfactory. It was explained to the customer that bayer does not provide or support the use of an off brand reagent. The complaint is considered closed for purposes of MDR.